Manufacturer narrative:
The reported observation ¿unable to connect to ipg with pc and cp¿ was confirmed during analysis. The root cause of the observation was due to the bluetooth antenna feed through wires being fractured. Based on the logs the stimulation output was being delivered as programmed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the ipg was explanted and replaced, addressing the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg was unable to communicate with external devices. As a result, surgical intervention may be pending to address the issue.